Manufacturer narrative:
The patient is scheduled to undergo a revision of the "lower half" of the knee due to knee pain. As more information is made available this report will be updated.

Event description:
Patient¿s legal counsel reported patient underwent knee arthroplasty on (B)(6) 2013. She reports that her knee never felt ¿great¿ and that it is painful inside (medial side) of the knee, especially to the touch. She had x-rays done but states they couldn¿t tell anything but was told she needed revision surgery to replace the ¿lower half.¿ revision is scheduled for (B)(6) 2018. Tm patella is the only tmt design controlled part. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the patella component and no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Requests were conducted through zimmer biomet warsaw complaint cmp (B)(4). Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.